Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review shows the reported treatment could be identified in the logfile. According to the logfile the right eye was treated twice. The first treatment of patient's right eye was aborted due to a suction error message. The customer repeated the vacuum check and passed the vacuum check. The treatment was restarted and finished without any problems. No relevant deviation between planned and performed energy is detectable for the reported treatments. Review of the logfiles for the treatment days prior and after the corresponding treatment day shows no relevant warning or error messages. No technical root cause is detectable. The system was working within specification. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during lasik flap creation of the right eye a suction error message occurred and the laser stopped. A new flap cut was performed to resolve the event. Additional information requested.